Event description:
It was reported a pericardial effusion (pe) occurred and the procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed. Venous access was obtained and transseptal access was performed using a versacross (vc) fixed curve transseptal kit. The vc rf wire was seen in the left atrium (la). A watchman fxd double curve access system (was) was advanced through the septum, requiring extra force due to resistance being felt. At this point, a pe was noted, protamine was given, and the procedure was cancelled. They watched the effusion for roughly 30 minutes, no change observed. The patient was then taken to the intensive care unit (ICU) for recovery, discharge status is unknown. It was noted that prior to the procedure, a trace pe was noted on echocardiogram imaging. In the physician's opinion, the vc rf wire nicked the posterior wall of the la causing the pe.